Manufacturer narrative:
D3: correction. H3: received one device, customer's complaint regarding the accuracy of the pump was confirmed to be outside of the manufactures spec. After the expulsor and motor were replaced, the pump was then delivering within spec. Unrelated to the original complaint, the pump also required the downstream occlusion sensor to be replaced in order to pass functional testing. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was delivering incorrect volume in continuous mode. There was patient unknown involvement.